Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient received external defibrillation/cardioversion and following application of the therapy, the implantable pulse generator (ipg) exhibited a pacing problem with long pauses in the atrial rhythm. As a result, the physician questioned the conclusion of the device and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.